Event description:
It was reported by the rep that during a lap nephrectomy procedure, the device was being used to secure the renal artery and renal vein. The clips did not secure the vessel. Two more devices were opened and the same thing occurred. The procedure was converted to open and they were able to secure the vessels with vicryl. Patient lost approximately 3000cc of blood. A transfusion was required. Later that day, the patient had to be brought back due to abdominal pain and hypotension. The surgeon did perform an exploratory lap, but nothing significant was found. The patient is okay and expected to have a full recovery.

Manufacturer narrative:
Date sent: 07/11/2008. Eval summary: the er420 instrument (a) was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The er420 instrument (b) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The er420 instrument (c) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted.